Event description:
This spontaneous report was received on (B)(6) 2011 from the johnson & johnson (B)(6) affiliate reporting on a (B)(6) old child from (B)(6). The consumer underwent hernia surgery and concomitant medication details were not reported. On an unspecified date, band aid brand sheer bandages were applied to the consumer after hernia operation, cutaneously at the discretion of his parents (lot number, expiration date unspecified). After an unspecified duration, the child had an inflammatory reaction which resulted in immediate hospitalization. The consumer was discharged from the hospital after an unspecified duration. Action taken with the device and outcome of the event was unknown. This report was assessed as serious (hospitalization). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(6) 2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2011 from the johnson & johnson (B)(4) affiliate reporting on a (B)(6) child from (B)(6). The consumer underwent hernia surgery and concomitant medication details were not reported. On an unspecified date, band aid brand sheer bandages were applied to the consumer after hernia operation, cutaneously at the discretion of his parents (lot number, expiration date unspecified). After an unspecified duration, the child had an inflammatory reaction which resulted in immediate hospitalization. The consumer was discharged from the hospital after an unspecified duration. Action taken with the device and outcome of the event was unknown. This report was assessed as serious (hospitalization). The company causality was assessed as possible. Additional information received on 05-dec-2011: the device name was updated from band aid brand sheer bandages to band-aid unspecified. The report remains serious.

Manufacturer narrative:
This event occurred in (B)(6), it is being reported as a same/similar device to a currently marketed us product. (B)(4). This closes out this report unless other additional significant information is received. (B)(4).